Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 350 (mg/dl) after changing their infusion site. Customer administered an insulin injection to treat their bg levels. System check with tandem technical support indicated pump was performing as intended.